Manufacturer narrative:
(B)(4) evaluation statement: the reported event of battery alarm issues could not be confirmed. No product or event logs have been returned for this investigation, however the tpc site summary states that the customer has been using 3rd party batteries. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
During a site visit by a bd representatives, biomed reported that battery replace alarms are their biggest concern. Biomed manager states that only 3rd party batteries are currently being used but will be returning to bd batteries, due to issues with 3rd party batteries.